Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead impedance warning was alerted post operatively. It was also reported that atrial events appear to be falling in blanking/refractory at times possibly triggering atrial trachycardia (at)/atrial fibrillation (af) device classified termination of at/af event in progress. The rv lead was revised and remains in use. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.